Event description:
It was reported that the patient experienced a prolonged low glucose on cgm (nadir 40 mg/dl) while using a dexcom g7 with an ilet pump and treated the episode with approximately 12 glucose tablets, after which a fingerstick measured 554 mg/dl; the patient then stopped pump therapy and switched to subcutaneous insulin backup. Symptoms included hyperglycemia. Outcomes included the need for medication intervention. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect method, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.